Manufacturer narrative:
Additional information: b3- (B)(6) 2017. B5- " lens was repositioned on (B)(6) 2017 and problem was resolved. The patient is happy.". D6- (B)(6) 2017. H6- patient code 3191: secondary surgical intervention: lens repositioning. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -7.00/2.0/078 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os). Lens rotation not associated to a low vault was observed, the lens was repositioned, but did not resolve the problem. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: "product problem" should be corrected to "adverse event" in initial MDR. "Required intervention" should be checked in the initial MDR. "But did not resolve the problem" should be removed from the initial MDR. Patient code: 2692 is not applicable and should be corrected to "3191: secondary surgical intervention; repositioning" in the initial MDR. (B)(4).